Event description:
Report 2 of 2. It was reported that while testing with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. Confirmatory testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 2 erroneous results on 2 different patients when running flu test was the cartridge rerun (re-read)? Yes just to make sure that we have the same result. What date was the specimen collected? The first patient was collected on (B)(6) 2022( the patient is + for flu b). Was individual symptomatic or asymptomatic? The patients had congestions and runny noses and afebriles. How was it determined to be discrepant? We sent another samples to the lab (B)(6) they run it for two days in there system and it came back with a negative result. Comparison to another method? Parkway labs method vs bd veritor methology and both uses nasalpharyngeal swabs to obtain the samples.

Manufacturer narrative:
Medical device lot #: 0118343 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were corrected: d3. Manufacturer name, city and state: bd rapis diagnostics (suzhou) co. Ltd. G1. Manufacturing site: bd rapis diagnostics (suzhou) co. Ltd.

Event description:
Report 2 of 2 it was reported that while testing with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. Confirmatory testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 2 erroneous results on 2 different patients when running flu test ¿ was the cartridge rerun (re-read)? Yes just to make sure that we have the same result ¿ what date was the specimen collected? The first patient was collected on may (B)(6) 2022(the patient is + for flu b) ¿ was individual symptomatic or asymptomatic? The patients had congestions and runny noses and afebriles ¿ how was it determined to be discrepant?¿ we sent another samples to the lab (parkway labs) they run it for two days in there system and it came back with a negative result. ¿ comparison to another method? Parkway labs method vs bd veritor methology and both uses nasalpharyngeal swabs to obtain the samples.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0118343. They sent other samples to the lab (parkway labs) they run it for two days in their system and it came back with a negative result. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
Report 2 of 2 it was reported that while testing with the bd veritor¿ system for rapid detection of flu a+b clia-waved kit, a false positive result was obtained. Confirmatory testing was performed, and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 2 erroneous results on 2 different patients when running flu test was the cartridge rerun (re-read)? Yes just to make sure that we have the same result what date was the specimen collected? The first patient was collected on may 05, 2022(the patient is + for flu b) was individual symptomatic or asymptomatic? The patients had congestions and runny noses and afebriles how was it determined to be discrepant? We sent another samples to the lab (parkway labs) they run it for two days in there system and it came back with a negative result. Comparison to another method? Parkway labs method vs bd veritor methology and both uses nasalpharyngeal swabs to obtain the samples.